Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings:. The black box shows several power on resets on (B)(4) 2016. Pump powers on to blank display. Steps 6,7,10,11,13,21,22 failed due to blank display, unable to investigate intermittent power complaint. Opened pump, moisture damage found on printed circuit and display flex connector. Battery cap was not returned with pump. Bolus button cover is torn in center. Test battery cap was able to secure/detached properly.